Event description:
It was reported that, "nail broke after less than 3 months from implantation. The nail had to be removed and replaced with a new gamma nail.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.